Event description:
It was reported that the tubing of the drain bag (inlet tube) was kinked (damaged). It was stated that there was another similar incident in the hospital inventory. It was noted that the kink refers as damage. Per additional information via email from ibc on 05sep2023, it was stated that the checking the returned sample, a kink was observed in the inlet tube near the connection to the meter, and the kink seems to be scratched.

Manufacturer narrative:
The reported event was confirmed cause unknown.1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted the inlet tubing was kink near the top of the urine meter. The photo sample provided shows a kink in the inlet tubing. This does not meet specification per inspection procedure which states that " bent tubes are not allowed". A potential root cause for this failure mode could be ¿incorrect assembly operation/components placement / accessories". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing of the drain bag (inlet tube) was kinked (damaged). It was stated that there was another similar incident in the hospital inventory. It was noted that the kink refers as damage. Per additional information via email from ibc on 05sep2023, it was stated that the checking the returned sample, a kink was observed in the inlet tube near the connection to the meter, and the kink seems to be scratched.